Manufacturer narrative:
(B)(4). Date sent 1/22/2025. D4 batch #253d52. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 2 drivers up and the remaining drivers down with staples present, a swing tab in the locked position and the knife not completely within the doghouse. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. The reload swing tab was reset in order to fire the reload. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 253d52, and no non-conformances were identified. The lot#270d48 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during the closure of an ileostomy case, the surgeon was unable to fire the first reload. A scrubbing nurse noted that the stapler assembly felt slightly different than usual. A new stapler was opened, and the firing was successfully completed with it. There were no patient consequences.